Event description:
It was reported that they are returning their unit to elsg for service. Description of failure: bad connections because of the sthc1 cables damaged. No further info is available. No reported pt consequence.

Manufacturer narrative:
Date sent: 07/02/2007. Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.